Event description:
A nurse called on behalf of the customer. She stated that the customer's blood glucose was tested using his contour meter and the reading was higher than 300 mg/dl. She retested his glucose using another meter and the reading was 170 mg/dl. If the customer's meter read 342 mg/dl or higher, the difference between the readings would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting of the customer's test strips. The nurse insisted the customer's meter be replaced, so a new contour kit was sent to the customer. No product will be returned at this time.